Event description:
The customer observed six occurrences out of 250 tests performed of architect i2000sr error code 1007 (unable to process test, activated read failure), when reaction vessel (rv) lot 69684p100 was in use. The customer replaced the trigger and pretrigger solutions and checked the analyzer for the cracks, leaks, air bubbles, and loose connections for the trigger, pretrigger lines, level sensors and valves. No issues were detected. The abbott field service engineer had just serviced the analyzer, therefore, obtained the result log which confirmed two peaks for the samples where error code 1007 was generated. The customer was advised to discard the suspect rv's to prevent recurrence and was sent replacements. The customer stated the issue was resolved with the replacement rv's. There was no impact to patient management.

Event description:
A percutaneous coronary intervention was performed for a lesion in the proximal left anterior descending (lad) artery. The lesion was 90% stenosed with no calcification and moderately tortuous. A stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter. Upon removal of the ivus, after imaging was complete, resistance was noted. The catheter had become caught on the stent. The physician was able to manipulate the guidewire back and forth freeing the imaging catheter and removed it outside the patient's body. No patient injury was reported. Patient was reported to be in "good" condition.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.